Manufacturer narrative:
It was reported that, during a procedure, as the physician was depressing the syringe plunger (with the syringe attached to a needle inserted in the patient's back), fluid was observed leaking from the base of the syringe at the connection point with the needle hub. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that, during a procedure, as the physician was depressing the syringe plunger (with the syringe attached to a needle inserted in the patient's back), fluid was observed leaking from the base of the syringe at the connection point with the needle hub.